Manufacturer narrative:
Cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity after seven months. In a separate visit the lens was explanted and a refractive lens replacement surgery was completed. The problem was resolved. Cause was reported as unknown.